Event description:
It was reported that the patient experienced abdominal pain and portal vein thrombosis, requiring hospitalization and medication. The patient was enrolled in a clinical study for internal radiation therapy using therasphere yttrium-90 (y-90) glass microspheres to treat hepatocellular carcinoma. Therasphere y-90 was administered on (B)(6), 2026. The immediate follow-up was noted to be uncomplicated. On (B)(6), 2026, the patient was admitted to the emergency department (ed) for right upper quadrant pain. The pain was progressive onset during the day with no associated symptoms. In the ed, the patient was noted as afebrile with tenderness in the right upper quadrant without guarding or rigidity. An abdominal computed tomography (CT) scan showed portal vein thrombosis of a distal branch in segment viii, patency of the main portal trunk and hepatic veins, no biliary dilation, a small amount of perihepatic ascites, and increased heterogeneous hypodense infiltration in the right posterolateral liver. The patient was hospitalized in the gastroenterology department for pain management with initiation of curative-dose anticoagulation for known portal vein thrombosis. The pain and thrombosis resolved without sequelae, and the patient was discharged on (B)(6), 2026.

Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.